Manufacturer narrative:
An event regarding malposition involving a unknown femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details and return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of pa left triathlon cr femur due to malrotation of primary implant and patella tracking incorrectly. Original usage stickers unavailable, size 5 femur, size 5 tibia, 5 cs 9mm insert 29mm patella. New implants ts size 5 femur, 5 ps insert, 32 patella.